Event description:
Reporter indicated that pt developed an infection at generator site, approx 1 week post implant. Oral antibiotic therapy (keflex and ceflaxin) was prescribed. In addition, surgeon reported cellulites around wound area. Pts wound is reportedly healing, issue is resolving. Review of manufacturing records for the pulse generator confirmed sterilization of device. Available info suggests that the event was related to the surgical procedure.

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event possibly associated with surgery.